Manufacturer narrative:
No involved devices have been returned for eval. Therefore, the investigation consisted of a review of user info and MFR quality records. Although there is no indication of any relationship between a device defect and the reported events, this report is being submitted as a precautionary measure based on the limited info available indicating that a serious injury may have occurred. The potential for the reported type of reaction is addressed in the drug labeling. However, alkermes requested a review of the device history records for the syringe lots (fg2027 and ge1027) reportedly used to inject the involved pts. The record review confirmed that there were no abnormalities during MFR, testing or sterilization of these production lots. In addition, there have been no similar complaints on any lot number of this prod. According to the prescribing info for vivitrol, injection site reactions may occur and in one case during clinical trials a pt developed necrotic tissue. In addition, the prescribing information states: "vivitrol injections may be followed by pain, tenderness, induration, or pruritus. In the clinical trials, one pt developed an area of induration that continued to enlarge after 4 weeks, with subsequent development of necrotic tissue that required surgical excision. Pts should be informed that any concerning injection site reactions should be brought to the attn of the physician (see info for pts)". All available info has been placed on file in qa for appropriate tracking, trending and f/u.

Event description:
The MFR reported that they have rec'd multiple reports related to injection site reactions experienced by customers receiving commercial vivitrol drug therapy. The rptr stated that alkermes has filed 4 drug MFR medwatch reports related to 5 pts that developed necrotic tissue after receiving vivitrol injections. Neither the medwatch report numbers nor any add'l event specific info has been made available as of this time.